Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05036. Follow-up revealed the patient's leads were explanted and replaced. The doctor also electively explanted and replaced the patient's ipg (with a different model). Surgical intervention resolved the patient's issue. Allegedly the doctor believes the patient's issue was due to the patient having a lot of scar tissue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2015-05036. It was reported the patient has been experiencing ineffective stimulation/coverage. Reprogramming was attempted but did not resolve the issue. An impedance check was performed and revealed invalid contacts. As a result, the patient plans to undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.